Event description:
It was reported that on a visit (B)(6) 2014 the patient reported not getting any significant relief with pump increases. The intrathecal catheter coiled outside the epidural space, intrathecal catheter had migrated outside of the intrathecal space. There was no diagnostic methods reported. The etiology was reported as related to device, therapy, and implant procedure. It was unclear the severity as it was reported as both mild and moderate. No interventions, drug or patient outcome reported. If additional information is obtained a follow-up report will be sent.

Event description:
The patient had ¿inadequate/loss of pain relief¿ related to the event.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported the entire system was explanted on (B)(6) 2014. An x-ray had been done on (B)(6) 2013 to confirm the catheter was coiled in the subcutaneous low back. The patient also had not been getting any significant relief with increased personal therapy manager (ptm) boluses. The etiology was reported as not related to the implant procedure. The patient resolved without sequela on (B)(6) 2014. No pump medications were reported. If additional information is obtained a follow-up report will be sent.